Event description:
It was reported that a patient presented with an unspecified issue noted on the patient's pacemaker. Immediate explant was recommended. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with an unspecified issue noted on the patient's pacemaker. Immediate explant was recommended by the patient's critical condition doctor. No adverse patient consequences were reported.